Manufacturer narrative:
To date,the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery, laparotomy with extensive enterolysis and partial small bowel resection on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2020 during which the surgeon noted dense intra-abdominal adhesions and bowel erosion resulting in small bowel obstruction with subsequent small bowel resection. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2007 and mesh implanted on (B)(6) 2011 which is captured in a separate files. No additional information was provided.